Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation.the catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure a layer of the pta balloon was allegedly found to be peeled off upon removal from the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The catalog number identified in section has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. The device was returned for evaluation with the user's 0.018" guidewire inserted through the device. A visual inspection found the fibers at the distal end of the balloon unraveling, and the pebax at the distal tip was peeling. Therefore, the investigation is confirmed for peeled pebax, and unraveled fibers. The balloon was inflated and the distal cone of the balloon took an asymmetrical shape. Therefore, the investigation is confirmed for deformation of the balloon material during inflation. The unraveled fibers contributed to the constricted/asymmetric inflation shape. However, the definitive root cause for the identified fibers issue or peeled pebax could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure a layer of the pta balloon was allegedly found to be peeled off upon removal from the patient. The balloon was removed in its entirety through the sheath without difficulty. The procedure was completed with another balloon. There was no reported patient injury.